Manufacturer narrative:
The impella device was not received from the customer. The root cause of the delivery issue - anatomy was most likely due to patient condition.

Event description:
The user facility reported a 55-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the second impella rp for the same case was unable to be inserted. The impella was unable to advance beyond the right ventricular outflow tract (rvot) and through the pulmonic valve. The case was aborted.